Manufacturer narrative:
Suspect device received on (B)(6) 2021. Device evaluation completed on (B)(6) 2021: visual analysis of the returned sample revealed that the saline textured 225cc breast implant had an area of siltex cracking on the anterior view. In addition, a tear was noted within the siltex cracking, measuring approximately 0.5 cm. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: delation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with an unknown mentor saline prothesis experienced spontaneous right sided deflation post procedure. A physical examination confirmed deflation. As a result, patient underwent bilateral replacements as follow: left cat#:3503254bc,sn#: (B)(4) and right cat#:3503254bc sn#: (B)(4) on (B)(6) 2021.